Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized on (B)(6) 2017 for high blood glucose of 330 mg/dl. The customer reported receiving several no delivery alarms prior to the hospitalization. The customer was borderline diabetic ketoacidosis when they arrived to the hospital. The customer was wearing the insulin pump at the time of hospitalization. Troubleshooting found a possible occlusion with the infusion set. The customer's blood glucose was treated with a manual injection. The insulin pump will not be returned for analysis.